Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2020, the patient began seeing a dark spot on corner of her right eye post-implant of an intraocular lens (iol). Patient had not taken eyes drops. Through follow-up, it was learned the surgeon diagnosed issue as a retinal detachment. On (B)(6) 2020, the patient had surgery to repair her retina. (B)(6) 2020, 1-day post-operative appointment, patient was given protective eye shield to wear. On (B)(6) 2020, the surgeon told patient she is healing well. The patient is following directions and using eye drops 3x/day. The patient does not know if there is an issue with the lens or it is just her eye. The surgeon has not commented about the lens. No additional information was provided to johnson & johnson surgical vision.